Event description:
The procedure was pta and stenting of the brachial artery. Under angio the lesion appeared focal. After pta with a high pressure balloon, angiography showed a waist in the balloon. The lesion did not yield. The protege everflex stent was then placed, with additional ballooning with the original high pressure balloon. Result angio was taken showing a hazy section in the mid stent indicating a possible fracture. The physician ballooned and deployed another stent within the protege and the lesion still did not yield.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.evaluation of the cine images received indicate that the stent reported as fractured was deployed in an elongated manner within the restricted lesion. The instructions for use (IFU) advise: "caution: the stent is not designed to be lengthened or shortened past its nominal length.excessive stent lengthening or shortening may increase the risk of stent fracture." (B)(4): cine images received of event.